Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury. Isi followed up with the initial reporter and obtained the following additional information: the issue was identified during the case on (B)(6) 2025. Hardware in the base of the instrument is unattached; you can hear the pieces in the base shake in arm. There was no material missing or broken off from the portion of the device that enters the patient¿s body or at the portion of the instrument closer to the instrument¿s housing and no cables appeared to be broken or frayed. The instrument was al ready returned.